Event description:
It was reported that a right ventricular lead exhibited noise reversion episodes indicating lead noise. No other anomalies were reported. The device was reprogrammed around the noise. Oversensing was seen but there were no changes in the pacing functions. No patient symptoms were reported.